Manufacturer narrative:
Follow up information received on 28-apr-2016: quality-safety evaluation of product technical complaint (ptc): this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). A hysterosalpingogram (hsg) is an x-ray test that looks at the inside of the uterus and fallopian tubes and the area around them. During an hsg a dye (contrast material) is put through a thin tube that is put through the vagina and into the uterus. For essure, a modified hsg is performed using a slow-fill of contrast. The essure confirmation test (modified hsg) is performed three months post-placement to evaluate insert location and fallopian tube occlusion. Hsg films should be reviewed and interpreted by a trained medical professional, such as a physician or radiologist. In many hsg images, only the radiopaque markers located on the micro-insert are visible. In some cases, the micro-insert can be stretched by muscular contractions of the fallopian tube. When viewed on an hsg image, this may contribute to the perception that the device is broken since the distance between radiopaque markers is longer than anticipated: however, the device is not actually broken. Since the remaining parts of the device are not visible, hsg images can be misinterpreted as being broken or fragmented. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter, micro-insert or introducer breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship of medical events with a quality defect is not applicable company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that hysterosalpingogram showed that essure broke in 2 pieces with both pieces still contained within the tube. The doctor informed patient that she could not rely on essure and inserted mirena (off label use of device). Essure was not removed. The event device breakage is non-serious and listed according to ptc assessment. In this case, it was not reported whether the device has broken during essure insertion procedure. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information could not be obtained, despite follow-up attempts. Based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship of medical events with a quality defect is not applicable.

Event description:
This is a spontaneous case report received from a physician in united states on 18-dec-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Doctor reported that hysterosalpingogram showed that essure broke in 2 pieces with both pieces still contained within the tube. No spillage was seen. Doctor informed patient that she could not rely on essure and inserted a mirena. Essure was not removed. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that hysterosalpingogram showed that essure broke in 2 pieces with both pieces still contained within the tube. The doctor informed patient that she could not rely on essure and inserted mirena (off label use of device). Essure was not removed. The event device breakage is non-serious and unlisted in the reference safety information for essure. In this case, it was not reported whether the device has broken during essure insertion procedure. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.